Event description:
It was reported that prior to the start of a da vinci-assisted paraesophageal hiatal hernia surgical procedure and prior to ports placement, the customer had been experiencing repeated non-recoverable errors 319 on console 2. The customer had already attempted a power cycle of the system and had cycled the breakers at the rear of all carts prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), but the issue was not resolved. The isi tse advised the customer that console 2 would not be usable until it was serviced and that the system could be operated as a single console system. The system was powered down and the breaker on console 2 was turned off. The procedure was completed without console 2. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked light level throughout the entire console, and all light levels were above passing values. The fse removed all covers to check for any damaged cables, and no cable damage was found. The fse replaced master compute engine board (mceb) on console 2. Isi did receive mceb, but failure analysis is in progress.